Event description:
Following foot surgery, it is alleged that the catheter broke during removal. An additional procedure was done to remove the catheter.

Manufacturer narrative:
Device was not returned for evaluation.